Manufacturer narrative:
(B)(4).

Event description:
It was reported that the actual residual volume was 17ml and the expected residual volume was 6.9ml. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.